Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. Two samples were returned and they met specifications. Under lab testing conditions, hollister was unable to determine a root cause or replicate the customer's assertion that the strap security clamp opens in use on the samples returned. DHR review was completed on the lot number provided and no issues were identified. The user facility was not certain if the lot number provided was the actual lot number of the device in this report.

Event description:
It was reported that an anchor fast endotracheal tube holder was placed on the patient with pneumonia on (B)(6) 2018. On (B)(6) 2018 the nurse heard the sound of leaking from the tube. She discovered the strap latch door on the anchor fast device was opened. The nurse closed the strap latch door and placed tape around it. There was no endotracheal extubation or need for reintubation and no medical intervention was needed relating to this event beyond securing the strap latch with tape.